Manufacturer narrative:
(B)(4). The customer reported that the display comes on when the ventilator is in service mode. The covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. Tse recommended replacing the graphic user interface (gui) cable. Covidien was not authorized to repair the device.

Event description:
It was reported that, on start up the display on an 840 ventilator was blank. The ventilator was not in use on a patient at the time the event occurred.